Event description:
The patient's mother/reporter claimed the patient had blood glucose readings in the 50's mg/dl on the evening of (B)(6) 2012, possibly due to unprogrammed bolus dosage the animas pump dispensed. The animas pump history confirmed the unprogrammed bolus insulin doses take place during the pm time frame on both days. At the time of concern, the patient complained of a stomachache and headache and took treatment with food. His last blood glucose reading was resolved to 158 mg/dl. Another contributing factor to the patient's episode was an extra protein added to the meal plan. The unprogrammed bolus dosage issue was not resolved with troubleshooting. The patient was instructed to go on the backup plan for insulin delivery until the replacement pump arrives. This complaint is being reported because the patient had symptom suggestive of a serious injury after the unprogrammed bolus issue began.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation, a normal 10 unit bolus and a 10 unit audio bolus were performed successfully and both were accurately recorded in the pump history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.